Manufacturer narrative:
(B)(4) damaged spring cartridge lockout tab the analysis showed that the tsw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing.

Event description:
It was reported that during a kidney transplant procedure, the first firing, always tests it on the ureta. The device fired but did not cut and staple all the way through. No strange noises occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.